Event description:
A malfunction alarm occurred while the pump was in use, leading to a reported issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted by attempting to load a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. Consequently, the customer was advised to switch to multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged. The customer was instructed on returning the malfunctioning pump and confirmed the process.